Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure in which a webster ® cs catheter with ez steer® thechnology and auto ID was used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after performing a cavotricuspid isthmus (cti) ablation, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space to stabilize the patient. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. There were no performance issues with any abbott device. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.